Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose of 492mg/dl, and ketones in the urine. The customer experienced nausea, dizziness, lightheaded, and thirsty. Troubleshooting was performed, and the drive support cap was flush. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found auto off alarms. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.